Manufacturer narrative:
The reporter's test strips were provided for investigation where they were tested using a retention meter and controls. Testing results (qc range = 2.6 - 3.2 inr): qc 1: 2.7 inr, qc 2: 2.8 inr, qc 3: 2.7 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Occupation was lay user/patient.

Event description:
The initial reporter received a questionable result from coaguchek xs meter serial number (B)(4). The laboratory result using an unknown reagent was 2.0 inr. The meter result was 3.2 inr. The therapeutic range was 2.5-3.0 inr and the customer tests every two weeks.